Event description:
The customer reported to vyaire medical that the 3100a ventilator ddi was drifting a lot while on patient and that the on/off button was not working properly. Furthermore, the patient was transferred to another ventilator and there was no patient harm reported.

Manufacturer narrative:
H3: 81 other - the customer confirmed that the suspect device will not be returned for evaluation. Therefore, no root cause could be determined. However, the customer was provided with a quote. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned.